Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged choking, throat irritation, and postnasal drip. There was no report of patient harm or injury. No medical intervention was required by the patient. Despite of multiple attempts, mandatory questions were not answered. The device has been returned to the manufacturer, but evaluation has not yet begun. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.